Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No software error, frozen display, gray display, missing segments or partial display noted. Device alarmed - power supply test failed during self-test error during self test due to internal battery not properly plugged in to electrical board.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a circuit failure. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed and was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Also, customer states that his screen went white and froze upon changing the site. Changed battery but unable to accept them. Customer was advised that the pump will be replaced and returned for analysis.